Manufacturer narrative:
The electronic records were downloaded for review. The issue was able to be verified but not able to be duplicated. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to request preventive maintenance for their device. During the maintenance work, stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to request preventive maintenance for their device. During the maintenance work, stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.